Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that they didn't get much benefit from the device since it was implanted. Patient said they tried a couple different modes and strengths, but they still weren't getting any of the results that the device was implanted for. Patient stated they stopped using the device a couple years ago, but now they need an MRI and they need to put the device into MRI mode but they don't have a communicator. An email was sent to the repair department to replace the device. The patient called back from registered phone number and repeated information regarding how they stopped using the therapy over a year ago because it wasn't working for them, and how they needed an MRI but could not activate MRI mode because they lost the communicator. The patient received the replacement communicator today and got it paired with the handset, but the communicator could not find the ins and the patient kept getting the 'device is not responding' message. The patient repositioned the communicator over the ins several times, but they continued to get the same message. The patient confirmed they had the communicator in the correct position, noting that they could palpate the ins. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they saw their managing physician on (B)(6) 2024 regarding the lack of therapeutic benefit. They stated that the their new device was placed on the opposite side and showed no therapeutic benefit and there would be having it removed on (B)(6) 2025.